Event description:
The customer reported that the paramedics were called and took her to the hospitalized due to high blood glucose of 792mg/dl. The customer experienced excessive thirst, urination, nausea, and light headed. The customer stated that the insulin pump was not functioning. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete the testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.